Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Arjohuntleigh received a customer complaint where during the resident's transfer from bed to chair both shoulder clips on the sling broke. Resident was already over the chair but fell back when clips broke. No injury was reported as consequence. An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip broken). The trend observed for reportable complaints with this mode is currently considered to be low and stable. It has been established that the lift device (maxi sky 600) and the clip sling was being used for patient handling at the time of the event and in that way contributed to the outcome of the event. Although the focus of the complaint was on the sling, no malfunctions were reported regarding the lift. During our investigation current design type of clips was found damaged and the label was found unreadable. Therefore, the sling and the lift which work together as a system were found to not have been to specification. The maximum safe working load (swl) for the sling involved is 272 kg. From previous reports conducted we learn that the maximum load on each clip is 34% of the weight in the sling. Swl 272kg * 34% = 93kg. Additionaly, from test results, we found that the current design type of clips were still performing over the pull strength capacity needed for safe use still hold more than 450 kg of pull on one clip (where typically the weight of the person being transferred is partitioned over four clips). Therefore, we can assume that the black "zig zag" clips in the sling can still take more than four times the weight that is likely to come on them during on label use. From these findings we conclude that the damage to the clip is not likely to have occurred during or due to on label use. All clips outperform their specification, except when damaged. According to information received we can clearly see that the clip broke at the lower bar, the place where the strap from the sling body pulls downward. This is an indication that the clip was pinched with a force much higher than the force it will normally receive during use. The cause of the failure lies in the initiation by surface damage caused by improper use. The force needed could come from a steam powered washing press, or similar, combined or followed with a sharp blow of mechanical force. Following the maxi sky 600 instruction for use (IFU) supplied with the lift: "mechanical pressure should be avoided during the washing and drying procedure e.g. Rolling or pressing, as these can damage parts vital to the safe and comfortable operation of the sling." "It is essential that the sling attachment cords, the slings, their straps and attachment clips are carefully inspected before each and every use. If the slings, cords or straps are frayed, or the clips damaged, the sling or attachment cord should be withdrawn from use immediately and replaced." After this review, we can state the complaint outcome of a damaged clip, is not likely to happen when following the device labelling or the IFU . Therefore, we find it likely that the clip broke due to suffering stress that is not likely to be encountered during on label use. Our conclusion is that the damage took place outside of on label use. This constitutes a use error. Note that the customer was visited and interviewed by a local arjohuntleigh representative. Arjohuntleigh suggests to remind the person involved of the device labelling, with special attention to check the sling before each transfer and correct washing procedure. We find this complaint to be reportable to the competent authorities.

Event description:
On 13th of march 2017 arjohuntleigh received a customer complaint where it was indicated that during the resident's transfer with maxi sky ceiling lift and sling from bed to chair both shoulder clips on the sling broke. Resident was already over the chair but did fall back when clips broke and staff lowered him into the chair. Resident was not injured and staff took sling out of service.